Event description:
It was reported that the patient underwent a surgical procedure to explant an artificial urinary sphincter (aus) balloon. After the original implant, the patient was still incontinent and it was observed that the balloon had worn over time. A new aus balloon was implanted. There were no additional patient complications reported.